Event description:
Received a voluntary medwatch from the facility reporting a pt with a peripheral corneal ulcer, consistent with (B)(6), in the right eye 6 days following uneventful prk surgery. Cultures were (B)(6). The pt was treated with antibiotics and non-steroidal anti inflammatory drugs. The site verified the autoclave spore test passed that week, indicator strips passed, no common lot number or brands of bandage contact lenses were used and the same vial of mmc (mitomycin c) was used on all patients treated the same day. At four weeks post-op ucva was 20/20 in the right eye. Additional info from the user facility report: pt underwent uneventful prk with mmc (B)(6) 2012, prk with mmc 0.02% for 12 seconds ou. Presented at 6 day post op with peripheral corneal ulcer - consistent with (B)(6) - cultures (B)(6)- pt 1 of 4 pts with infiltrate/ulcer 1 eye in early post op period. Eight pts 16 eyes treated that day. Referred surgeon to our medical advisor for support. Surgeon does not start steroids until epi healed. Advisor thought infiltrates nsaid infiltrates. Autoclave spore test passed that week. Indicator strips passed. No common lot numbers or brands to bcls. Same mmc vial used on all pts that day. Pt treated on transportable allegretto. We did not receive incident reports until (B)(4) 2012. Last seen (B)(6) 2012, vasc on 20/30 rxm not done. Pt to return "(B)(6)" for next exam.

Manufacturer narrative:
Customer canceled service request. A root cause has not been identified. (B)(4). This report was mailed to FDA on: (B)(4) 2012. The MFR internal reference number is: 2012-07938. Additional info from the user facility report: d.4.: model # allegretto; serial # (B)(4).